Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation in the right buttock. The sjm rep met with the pt for reprogramming, but was unable to obtain stimulation coverage. X-rays were taken, but it was reported the lead had not moved.